Event description:
A nurse reported during intraocular lens (iol) implant procedure, iol damaged. The surgeon felt it was from the cartridge. The lens was explanted and replaced with another duplicate lens during initial procedure. The procedure was completed on same day. Additional information has been requested.

Manufacturer narrative:
The complaint company cartridge was not returned. The associated lens was returned in the lens case in the lens carton. Solution was dried on the lens. The optic was cut into pieces, typical of an insertion and removal. Only one half of the lens was returned. The anterior optic surface has a linear scratch. The optic has cracks on the anterior and posterior surfaces in the shape of an instrument used to grasp the lens. One haptic was broken in the distal area. The broken portion of the haptic was not returned. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Information was provided that indicated the use of a qualified lens, handpiece, and viscoelastic. The root cause cannot be determined for the reported complaint. The company cartridge was not returned for an evaluation. The associated lens was returned and damage was observed. The optic was also cut into pieces, typical of an insertion and removal. The completed questionnaire indicated that it is unknown how long the lens remained folded in the cartridge. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. During lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The file indicated that the company 27.5 diopter was removed and replaced with another company 27.5 diopter lens. The manufacturer internal reference number is: (B)(4).